Event description:
It was reported that: ¿(B)(6) 2012 the pt started experiencing extreme pain and aching at night which was preventing her from being able to sleep. It is very tender/sensitive to the touch. It is noticeable when she has to carry anything heavy. She has blood work cocr of 5.9. MRI was taken on (B)(6) 2012. A lesion and pseudo tumor was noted in her hip in which dr. (B)(6) reported altr.¿

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add¿l info (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR #: 2249697-2012-01095.